Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on aug 22, 2024, with lot number 1867682. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed fold flaw opening. As per the investigation procedure crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted.

Event description:
Healthcare professional reported, left side device rupture. The device has been explanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Healthcare professional reported left side device rupture. The device has been explanted.